Event description:
It was reported that the right atrial (ra) lead had high thresholds and was undersensing atrial fibrillation (af) episodes. The ra lead was programmed off. It was also reported that the device had a projected longevity of fourteen months which was earlier than expected. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.